Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. A patient with a history of ischemic cardiomyopathy, ejection fraction 25%, and multiple ICD shocks. The patient's defibrillator has gone off twice a month ago. The patient has had one episode of documented ventricular tachycardia requiring antitachycardia pacing. The device has been on alert from the company and given the fact that this patient has had documented tachycardia requiring treatments, and is here for generator change. (Per md h&p)